Manufacturer narrative:
H.6. Investigation: bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes one box of tubes were missing the label. The following information was provided by the initial reporter: the complaint product was found during labelling process at aam ndc cikarang. When we open the carton and remove the product from the carton, we found complaint product (missing label) as many as 1 boxes (100 ea).

Manufacturer narrative:
Initial reporter additional phone#: (B)(6). Initial reporter address: (B)(6). Investigation summary bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications. And requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes one box of tubes were missing the label. The following information was provided by the initial reporter: the complaint product was found during labelling process at aam ndc cikarang. When we open the carton and remove the product from the carton, we found complaint product (missing label) as many as 1 boxes (100 ea).